Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead became kinked while maneuvering for the implant procedure. The left ventricular lead was not used and replaced. The patient experienced no consequences.